Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the grasper, from one of the pcnl sets had broken during use. Reportedly, the instrument was functioning normally at the start of the case, but later the grasping mechanism stopped working. Upon inspection, it was clear the rivet / screw that secured one side of the jaw mechanism was missing. The scrub team had endeavored to find the missing piece, but were unable to do so, later on, in the pouch of the operation drape we have found a metal piece which could possible be the missing part of the forceps, x ray taken. Since additional x ray taken, this case is reportable